Event description:
A caller reported experiencing a cartridge alarm, specifically cartridge alarm 30, which caused the blood glucose level to display as "high," although the specific value was unknown. The customer managed the situation by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. The issue did not occur during the load process, and while the customer previously reported cartridge alarms, cts confirmed consecutive cartridge alarms. However, cts was unable to replace the pump as it was out of warranty (oow).